Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when the pump was turned on, it immediately had a "channel error." Corrosion was observed on the left iui connectors and also customer reported that the device had a pivot screw backing out issue. This occurred during demonstration by bd representatives during their site visit and there was no patient involvement. The device was tagged for biomed. No further information was provided.